Event description:
An ophthalmologist reported that the vitrectomy probe did not cut during surgery. The event was noted when the probe was tested before entering the eye. The surgeon noted that the aspiration was working but the port of the probe was closed. No issues were detected during the priming. A new surgical pak was opened and a new probe was taken. The surgery was completed with the new probe without any further issue. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).